Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during drain 4/4 of her automated peritoneal dialysis therapy. Per initial report, the home patient disconnected from the homechoice machine, did not press stop, and reconnected after the machine alarmed. Baxter's technical service center assisted the home patient in ending the therapy early. The home patient discontinued therapy for the evening. No patient injury or medical intervention was indicated at the time of the initial report.